Manufacturer narrative:
Continuation of d10: product ID 8709sc, serial# (B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2025, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 27-apr-2013, UDI#: (B)(4). H11 ¿ the manufacturer¿s device registration system indicates that the catheter connector was replaced on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 717.1 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient had swelling at the pump site. A catheter dye study was performed on (B)(6) 2025, and it was determined that the catheter was not connected to pump. A catheter revision was scheduled for (B)(6) 2025.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that during the procedure on (B)(6) 2025, it was found that the pump segment of the catheter was detached from the spinal segment. The physician decided to cut and remove the pump segment and replaced it with a new pump segment.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2025, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.